Event description:
It was reported the patient's blood glucose level rose to over 475 mg/dl while wearing the pod between 25 and 36 hours. It was also noted that insulin was leaking from the infusion site and the pod adhesive was wet. When the pod was removed from the infusion site (leg), the pod's cannula was found bent and appeared longer than usual. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycaemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Investigation of the returned device found the cannula length to be within specifications. Although a kink and a tear in the exposed portion of the soft cannula was observed where it was found to have leaked. The timing and cause of the observed cannula tear could not be determined.